Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had driveline damage. The driveline was pulling away from the connector to the controller. The driveline was secured. The engineer was aware, and a picture was available. The customer was requesting a clamshell repair. The engineer was to order a clamshell to perform a repair. The vad coordinator reported that they were unable to obtain log files from the system monitor as well as heartmate touch. A driveline picture was attached. The patient would be direct admit on thursday (B)(6) 2024 for repair. On (B)(6) 2024 the clamshell was applied to the driveline and the patients controller ((B)(6)) was swapped out due to connection failure with the monitor.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the patient¿s driveline was confirmed through the onsite evaluation by an abbott technical services representative as well as the evaluation of the submitted image. Although a specific cause for the observed damage could not be conclusively determined, it did not appear to contribute to an electrical issue. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU)is currently available. Section 6 ¿patient care and management¿ and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. The heartmate ii lvas patient handbook is currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.